Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-01529. It was reported that the patient underwent surgical intervention wherein the lead was replaced. Further information is currently unknown.

Event description:
Related manufacturer reference number: 3006705815-2022-01529. Additional information was received that the patient experienced ineffective stimulation due to high impedances. Effective therapy was established.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.